Manufacturer narrative:
Device was received with a blank display due to case cracked behind the device at the corner of the belt clip rails, cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the displacement test or verify unexpected battery power loss due to blank display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was crack on the backside battery side of the insulin pump and it was not started again. The customer¿s blood glucose was 318 mg/dl. The customer was asked verbally and in written form to return broken insulin pump for analysis. The insulin pump will be returned for analysis.